Event description:
It was reported that the pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level. Despite trying multiple wall adapters and charging cables, the issue persisted, leading to a decision by technical support to replace the pump. The customer was informed about putting the pump into storage mode before returning it to tandem and acknowledged the instructions to return the defective pump using a pre-paid label within ten days.